Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue.

Manufacturer narrative:
Correction: a4 - the patient weight should have been 120 pounds rather than 130 pounds. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.